Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple call service 177 warnings and a short battery life was observed in the pump history. The pump electrical current draws were tested and was found to be within specifications. The reported complaint was unable to be duplicated during testing. Unrelated to the complaint, the bolus button was found to be missing. There was also moisture damage observed in bolus button housing and the bolus button was found to be leaking during a leak test. The pump was opened and moisture damage found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.